Event description:
It was reported that during a stenting treatment procedure, the stent dislodged from the balloon. The physician advanced the 4.0x20mm ion stent delivery system (sds) but was unable to cross the lesion. The physician then attempted to withdraw the device but was unable to bring the device through the guide catheter. The physician opted to remove the guide catheter, guide wire, and sds together. As the stent entered the sheath the stent dislodged from the balloon. The dislodged stent was located using x-ray in the right profunda. The physician opted to leave the dislodged stent in the patient and the procedure was completed. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).